Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced. The evaluation found the back flex to be failed, causing a no audio condition. The rear case was replaced.

Event description:
It was reported that a spectrum pump had a broken speaker. Any patient involvement, injury or medical intervention is unknown.